Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she went to her doctor office due to high blood glucose and dka. Customer stated that she had shortness of breath, dehydration, and constant urination. Customer stated that she was treated with a manual injection. Nothing further was reported.